Event description:
In testing new bausch and lomb contacts was advised to use bausch and lomb re-nu with moisture loc. Had difficulty with contacts. Itching, blurred vision, dryness. Dr found what she said was an "infection" one week later. She wrote a prescription for eye drops for one week. I threw out the contacts and the solution in the contact holder. Note: I still have the original "renu with moisture loc" bottle and a second bottle that was given to me after the infection subsided. After the second attempt at lens, I was fitted with another brand and given a different solution to utilize. I can forward the bottles to you for analysis. Should you want them. They have been kept at room temperature, in closet. I will authorize my dr to forward you my records if they will be of assistance.